Event description:
The patient reported that the infusion device delivered 20 units of insulin instead of the intended 2 units of insulin. The patient became unconscious. The patient was in the hospital at the time of the incident for other reasons, and he received immediate assistance (type of treatment not provided). His blood glucose measured 1.6 mmol/l (29 mg/dl). He stated, he is unsure if he incorrectly programmed the insulin amount or if the infusion device delivered the amount incorrectly. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.